Manufacturer narrative:
Correction to d8, d8 was inadvertently left out of the initial report. Correction to g2, "health professional" was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - air/water channel cleaning adapter was not used to supply air/water to the air/water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine culture testing, the evis lucera elite gastrointestinal videoscope tested positive for unexpected contamination. The forceps channel was sampled and detected over 20 colony forming units (cfu) of common bacteria, according to the customer. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6) for other devices associated with this event.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. A suction pump was used to suck water through the suction channel. An air/water channel cleaning adapter to clean the air and water channels was not used. The endoscope was immersed in detergent if not manually cleaned within one hour after the procedure. The device passed the leak test. The cleaning solution used was an enzymatic neutral detergent, of which the manufacturer is unknown. The suction channel, suction cylinder and forceps channel were brushed. The automated endoscope reprocessor (aer) used was asp from manufacturer end cleanse with an unknown detergent and disopia disinfectant. All channels were connected when the endoscope was in the aer. The disinfectant solution concentration and expiration date was controlled. The water quality was controlled and the filter was replaced periodically in accordance with the instructions for use. The device was dried by suction drying after disinfection and stored in a storage cabinet without a drying function. Olympus is the maintenance company. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.